Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction: the event is reportable. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to deformation of the forceps channel, breakage of the instrument, and foreign material in the forceps channel. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·operation manual 3.8 inspection of the endoscopic system - inspection of the instrument channel and forceps elevator ·operation manual important information ¿ please read before use - precautions ·operation manual 3.6 inspection of ancillary equipment ·operation manual 4.3 using endotherapy accessories ·reprocessing manual 5 reprocessing the endoscope (and related reprocessing accessories) ·reprocessing manual 7 reprocessing endoscopes and accessories using an aer/wd" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-10906 which was submitted on august 30, 2021 jst (august 29, 2021 edt).olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus europe (B)(4). The service department of olympus europe (B)(4) checked the subject device for evaluation. It was found a stent and its stent was stuck in the instrumental channel when the subject device was checked with the rhino-laryngo fiber scope. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that the prosthesis was blocked inside the subject device at the moment of the insertion of the prosthesis in the patient during an interventional procedure. The intended procedure was completed with another similar device and there was 20-minute delay. There was no patient injury associated with this report. The occurrence date of the event is unknown.